Event description:
Surgeon informed sales rep that xia 2 blocker disengaged from the screw. Revision surgery was necessary.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review. Results: the customer event of the disengagement of the xia ii titanium blocker was confirmed via sales rep correspondence. The device was not returned for evaluation. No further evaluation due to the absence of the product. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
Surgeon informed sales rep that xia 2 blocker disengaged from the screw. Revision surgery was necessary.